Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2004. More than two years after the surgery, the patient experienced pain, erythrocyturia and partial tape exposure to the inner bladder neck with concretion. Re-operation was successfully completed to remove the exposed part of the tape in 2006. The patient is in stable condition, however stress urinary incontinence recurred after the tape was removed.